Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided calcification and breast cyst. The patient states that she has been experiencing left-sided breast pain since (B)(6) 2020 and have difficult time going to sleep due to the pain. Ultrasound, mammogram, and biopsy were performed on the patient¿s left breast on (B)(6) 2020. The result of the biopsy indicated calcification, and the diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.